Event description:
It is reported that the pt received a recall letter from his surgeon. The pt began having major discomfort approx 2 months ago. The pt experiences sharp pains in the hip joint when going up and down steps and walking on uneven surfaces. The pain has increased in frequency and severity over time. The pt completed blood tests for cobalt and chromium levels. An MRI and fluid aspiration of the hip were completed on (B)(6) 2012. The pt is scheduled for a revision surgery on (B)(6) 2013.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.